Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Associated h6 coding was added. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented in accordance with the following: detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. Preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to a cut on switch4, water tightness is lost; nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of up/down knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a crack; adhesive on bending section cover or distal sheath rubber has white clouded area; control unit is dirty due to water leakage; switch4 has a cut; adhesives around objective lens has white-clouded area; adhesives around light guide lens has white-clouded area; light guide lens has a crack; due to damage on switch box, all switches do not work; and on water detection sticker 1c, dots are smudged and connected. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that, the gastrointestinal videoscope, had air/water leakage from the switch key tops. The issue was found at an unknown event. The procedure was unknown. There were no reports of patient harm. The device was returned to olympus and the evaluation found that a foreign object came out of the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.